Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the cartridge was filled successfully and load sequence was completed. Additionally, an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Customer's blood glucose was between 247-257 mg/dl.